Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) procedure, the proximal end of the smart control 8 x 080 stent was folded so that the stent din not deploy well. Additional ballooning and deployment of an additional smart stent was done to address the product malfunction. The lesion was treated successfully. There was no reported patient injury.

Manufacturer narrative:
The target lesion was the superficial femoral artery (sfa). The lesion was 7 cm in length and the vessel diameter was 6 mm. The device was not inspected prior to use. The device was prepped properly as per the instructions for use (IFU), and no anomalies were noted during prepping. The handle of the smart control device was held flat and straight outside the patient and a fixed inner shaft was maintained during deployment. No unusual force was applied during deployment of the stent. No additional information is available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.